Event description:
Port placed for chemotherapy. On post op film, no pinch sign at clavicle. Subsequently found to have sheared catheter at clavicle between first rib & clavicle. Tip embolized but successfully retrieved by interventional radiology. Catheter & port removed proximally. Proximal portion of catheter pinched on cross section.